Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. The devices had damaged components. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes and 5th wheel were difficult or could not be engaged. One event had no patient involvement, 1 event it was not known if there was patient involvement.